Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an ureteroscopy procedure. The attending physician attempted to extract a stone using the ncircle tipless stone extractor when the basket broke trying to pull a stone through an access sheath. The physician replaced the broken basket for a like for like basket and was able to complete the procedure. No pieces from the broken basket were left in the patient nor did the patient experience any adverse effects or medical intervention due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, quality control and visual inspection of the returned device was conducted during the investigation. The device history record was reviewed and noted three non-conformances. The non-conformances found in the document review could be related to the failure experienced by the customer. Further investigation was carried out to identify if there could be any relationship. It was observed that; the basket wires were formed using a heat treatment process. The basket forming process has a nonconformance investigation opened to investigate the root cause of basket wires breaking. A review of the returned product was performed. It was found that the basket formation had two wires left, having being built with four. Several kinks were noted in the basket sheath; however the remainder of the basket formation could still be actuated. Upon further investigation, it was discovered that a part of the basket formation was retrieved from the access sheath, which was used in the patient. The root cause is unknown. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.